Event description:
Caller alleged discrepant low inratio inr results in comparison to the laboratory (lab) inr result. Results are as follows: date: (B)(6) 2014; inratio inr strip lot #315106 = 7.1 (expired strips case: 00651402); inratio inr strip lot #344281 = 3.1 and >7.5 laboratory inr 10.4. The time between testing was one (1) hour. Reportedly, patient was sent to hospital where lab inr was 11.0, patient was administered vitamin k and jantoven was held. Patient was held in the emergency room (ER) until inr was within therapeutic range of 2.0-3.0, patient was released (inr was 2.3) from emergency room the same day. Additionally patient reported multiple finger sticks performed on the same finger and touching finger to sample well. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.